Manufacturer narrative:
The remote service engineer (rse) attempted to reach out to the customer and received no return calls and the reported problem couldn't be confirmed. It is unknown if the device is back in service due to insufficient information. The customer did not call back for further support. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the intellivue mmx indicating that oxygen saturation (spo2) was not alarming, as it dropped the below the setting and did not go off. It is unknow if the device was in use at time of event, and there was no adverse event reported.